Manufacturer narrative:
Correction #: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2010 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed partially dislodged force sensor pins. This report is being made based on investigation results.